Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)). Free flow: pt got ilomedin-infusion. Everything ok for about 2 hours. Infusion set to 20ml/h. Then after checking that everything was ok the nurse left the room and 15 minutes later the pt called for them as the pump gave alarm. They then observed "free flow" they could later see that the infusion had given 20 ml too much compared to the time it was set to.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow up report will be provided after the examination results are available. (B)(4).